Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving a vibratory patient notification. Upon interrogation, an alert for low, out of range pacing impedance was observed. The patient will continue to be monitored via remote transmission.